Event description:
It was reported that log file review was requested for a patient who visited the emergency department due to driveline power faults. The event log file captured driveline power faults (power a) starting on (B)(6) 2025 at 10:27 and continued for the remainder of the log file. A system controller and modular cable exchange was recommended. The site reported there was no damage to the modular cable but they intended on exchanging the system controller and modular cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
D3 - manufacturer information - correction d6a - date of implant was added in the initial report and is not applicable to this device. G1 - manufacturing site - correction. Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline power fault alarm; however, a specific cause for the alarm could not be conclusively determined through this evaluation. The system controller event log file contained events from 06jul2025 through 16jul2025. A driveline power fault alarm, associated with power b line faults, became active on 16jul2025 at 10:27:41 and persisted through the remainder of the log file. No other notable events or alarms were captured, and the system appeared to operate as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time the relevant sections of the device history records for modular cable, lot number 7464355 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook cautions the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the patient's alarm's had resolved by (B)(6) 2025. It was reported that the modular cable and system controller were exchanged, and that the patient had been discharged from the hospital. The alarms reportedly resolved after the exchange.

Manufacturer narrative:
Section d: product updated to thoratec® heartmate 3¿ vad modular cable. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. H10 - related report numbers added. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.